Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, due to cuff and pilot balloon issue, the patient required more suctioning than on previous tubes (every 10 min). This caused aspiration pneumonia.